Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the depth gauge tip was found fractured during product inspection. There was no patient involvement, and it was reported that no further information could be provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the device is confirmed to be fractured at the 10mm depth mark. The handle and depth gauge end both have nicks and scratches present. No other damage was noted during visual evaluation. Device has an approximate field age of 7.5 years. Measurements were within limits. Fracture analysis has been previously analyzed for this fracture location where ductile overload was identified as the mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.